Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarms. The customer's blood glucose level at the time of incident was unknown. The customer's levels and been as high as 468mg/dl. The customer treated with manual injection. The customer states they had bent cannulas. The customer was advised to change out their infusion set. The customer was advised the sets would be replaced.